Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error". The aquabeam handpiece was replaced which resolved the issue. The reported event resulted in a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to the event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing was unable to replicate the reported issue. The aquabeam handpiece functioned as intended. The root cause is undeterminable as the aquabeam handpiece was found to be functioning as intended. A review of the device history record (DHR) for ab2000-b/ (B)(6) serial number and aquabeam handpiece/ lot number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj- um0101 rev. C, states the following: table 5: system detected errors and faults. E22 ¿ motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.